Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and diabetic ketoacidosis. Customer¿s blood glucose level was over 600 mg/dl. Customer treated it with syringes. Customer reports that they contacted the physician and they requested him to suspend the insulin pump use. A test with the clamp was performed and insulin pump alarmed no delivery. The reservoir will not be returned for analysis.